Event description:
It was reported during implant procedure the physician had difficulty fixating the atrial lead to the cardiac tissue and exchanged it for another. There were no patient consequences.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.